Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received by a healthcare provider (hcp) regarding a patient receiving gablofen (500 mcg/ml) at a dose rate of 40 mcg/day. The indication of use was intractable spasticity and multiple sclerosis. It was noted that the catheter and pump were replaced on (B)(6) 2015, "1 week ago". The patient&#38112;pump was turned down after replacement because they assumed that there was a catheter issue and wanted to make sure that they did not overdose the patient. The patient was doing well the first few days after replacement, and then the patient had a sudden onset of symptoms/change in therapy. The patient was having flu-like symptoms with profuse sweating, drowsiness, nausea, and dry heaves. The patient also had increase in spasticity. It was reported that withdrawal was suspected. When the patient presented with withdrawal symptoms it was unclear if it was device related or if the patient had a cold/flu. A rotor study was performed and was found to be fine. X-rays were done but they could only see parts of the catheter and could not see it connected to the pump. It was later clarified that the x-ray was unable to view the catheter and acknowledged that it was normal for the catheter. The dye study was inconclusive because they could not get any cerebrospinal fluid (csf) backflow. Additional information received reported that the patient was given a 20% increase and a 10 mcg bolus on (B)(6) 2015. The patient responded to a bolus dose. However, it was later reported that after the patient received the bolus, her symptoms did not improve. The patient was advised to see urgent care and get a work-up to see if she had a cold/flu and the patient did not go. The patient was seen on (B)(6) 2015 and was feeling better. The flu symptoms were gone and the patient was too loose, so the dose was decreased slightly to the prior setting. It was noted that the patient had an allergy to compazine. Follow-up is being conducted. If additional information becomes available a follow-up file will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider later reported that there was no catheter issue, and they had just thought there might be one since they could not get good csf flow. The patient ended up having the flu. As that resolved, so did the patient's other symptoms. The cause of having not been able to get csf back flow during the dye study was still unknown, but they had not investigated further as the patient was receiving effective therapy.